Event description:
It was reported that the patient underwent a plif to fuse t10-s1 using posterior fixation. The connector at left s1 was off at unknown time post op. The patient complained of pain. The revision surgery was performed approximately five weeks post op to replace the connector and the set screw. The surgeon stated that during the index surgery, the surgical site review was not clear due to bleeding. In addition, he had a difficulty to tighten the connector and the plug together. He does not believe that the event was related to the product performance.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.